Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint #(B)(4). Retained samples of the same lot were inspected visually, mechanically and for their ph. No deviation could be observed. The retained samples were within specification. We had repeatedly requested additional information to be able to judge the severity of the irritation and its reportability (whether medical intervention was necessary for treatment). As no response to these inquiries was ever received, we had to close the investigation without being able to draw any conclusion.

Event description:
On (B)(6) 2011, we have been informed about an incident involving ECG electrodes at the aci (B)(6) hospital, (B)(6). The complainant reported the following: "(B)(6) - intensive care unit for pediatric patients informs us that f-401 electrodes irritate the surface of the patient's skin (...)." No information was provided about the skin preparation, the severity of the skin irritation itself and the treatment of the skin irritation.